Manufacturer narrative:
Technician found that the casters were not holding due to worn brake and steer linkages. Replaced with brake and steer upgrade kits to resolve this issue.

Event description:
Info received that the casters were not holding. No alleged injuries.